Manufacturer narrative:
Section d information references the main component of the system and other applicable components are: product ID 3387s-40 lot# serial# (B)(4) implanted: (B)(6) 2017 explanted: product type lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A patient via the manufacturer representative (rep) reported that they had a hard time waking up on date (B)(6), so their spouse called an ambulance where they were rushed to the hospital, stabilized, and mined. The patient was held over the weekend and tests are to be run on date notified with no indication of cause. However, a revision of the lead was done on (B)(6) 2017 where they stayed the night for monitoring and were released and programmed the following morning without issue. It is unknown what diagnostics, troubleshooting, and interventions were performed related to the issue, and unknown if the issue resolved. It was initially thought by the healthcare professional (hcp) that they had a seizure which was not yet confirmed. The patient's indication for implant is movement disorders.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer representative (rep), reporting that the patient went to the hospital and were admitted. The rep reported that observation and a CT scan showed no sign of stroke. The rep reported that the patient was released and was doing fine. The rep reported that the patient was put on kepra as a precaution and will follow-up as needed with the healthcare provider. No further patient complications have been reported as a result of this event.